Manufacturer narrative:
Section a5 (ethnicity): unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3-other (81): the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient cannot read anything with her operated eye (left eye) for > 1 month now after being implanted the intraocular lens (iol). It was learned that the patient considers the visual problem debilitating precisely because she is unable to perform her regular activities, which she could still do before cataract surgery and lens implantation. She is unable to see small details in figures and names, both up close and from a distance, and at night, car headlights and lamps bother her a lot because she sees everything blurry and overly bright. It was noted that the visual issues immediately occurred after removing the bandage. Computerized corneal topography (topography) of the left eye and optical coherence tomography (oct) macular of the left eye were to be performed in the coming week. No other information was provided.